Event description:
The user's device was activated on (B)(6) 2024 and he reported that it started to become intermittent on (B)(6) 2024. The user has been re-implanted.

Manufacturer narrative:
Device investigation results are indicative of a broken wireguard and coil wire due to chronic implant movement which has led to device failure over time. As per received information a damage to the wireguard due to cyclic loads has highly likely led to this fatigue fractures of the wires and wireguard. The recipient is using glasses and a CPAP mask which might have contributed to the observed damage. Further one screw was found to be slightly loose at explantation however the remaining properly fixed screw should have given enough benefit. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's device was activated on (B)(6) 2024 and he reported that it started to become intermittent on (B)(6) 2024. The user was seen by his audiologist and surgeon and it has been decided to re-implant.